Manufacturer narrative:
One device was received in repair with complaint that the downstream occlusion (dso) sensor seal was bubbling. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No event history related to the current complaint. Visual inspection found bubbled and delaminated dso seal, severely scratched lcd lens causing visual obstruction, air bubble in uso seal, and cracked remote dose insulator. Probable cause of complaint was a failed dso seal, which is a reportable malfunction that could impact therapy and cause an interruption. Replaced the dso seal to address the probable cause. Device passed testing post repairs.

Event description:
One device was returned for repair with complaint that the downstream occlusion (dso) sensor seal was bubbling up. Analysis found a failed downstream occlusion (dso) seal. A failed dso is a reportable malfunction that could impact therapy and cause an interruption. There was no patient involvement.